Manufacturer narrative:
The product analysis indicted that a sample of part 8229707 from an unknown lot was received with a residue consistent with biological contaminants, tape on the tube, and the proximal side of the electrode wires cut off (which is typical for handling purposes and there was no allegation of this type of defect).the reported malfunction was that the tube was not responding. Visually, there were no anomalies in the construction of the devices that would have resulted in the reported event. Electrically, the resistance of the tube electrodes were well within specification and ttere were no shorts between circuits or intermittent behavior while manipulating the circuits. Under magnification, there were no cracks in the electrode contacts. There was no evidence of improper manufacturing therefore has been ruled out as a likely cause. With no fault found, the information most likely indicates a use issue. The IFU provides contraindications and warnings that identify reasons why a user may experience reduced or eliminated emg responses to direct or passive neural stimulation such as: paralyzing agents/lubricants/sprays, neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli, deep anesthesia, which may suppress neuroelectrical activity, electrode placement, insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small, and displacement during the procedure when rotating, flexing, or extending the patient¿s head and neck. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the surgeon was right on the vocal cords, and the emg tube was not responding appropriately; the customer felt the issue was isolated to the tube itself. There was no patient impact as a result of the malfunction.